Event description:
The customer reported that the AED is flashing red and will not power on. They did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. Customer admitted this AED was not being checked, on a remote rig, and not often seen. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.